Event description:
It was reported that (1) device was used during a vascular procedure. It was reported by the affiliate that the er320 clips would not deliver (feed). Another instrument was used to complete the case. There was no consequence to the pt.